Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of three reports (3007042319-2015-00342 and 3007042319-2015-00333) submitted for devices related to the same event.

Event description:
Approximately eight months post hvad implantation this patient reported that these three batteries were switching before they were supposed to. The batteries were replaced and have been returned to the manufacturer for evaluation. There was no reported patient injury. This is report 2 of 3.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is two of three reports (3007042319-2015-00333, 3007042319-2015-00341 and 3007042319-2015-00342) submitted for devices related to the same event.